Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer stated that sensor had loss of communication. Customer¿s other blood glucose level was 82 mg/dl. The customer declined for troubleshooting. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. The insulin pump will not be returned for analysis.